Manufacturer narrative:
Age(s)/date(s) of birth: unknown, not provided. Genders/sex(es): unknown, not provided. Date(s) of event: unknown, not provided. Serial number(s): unknown, not provided. Expiration date(s): unknown, as the serial numbers were not provided. UDI #''s: unknown, as the serial numbers were not provided. A complete catalog #: unknown, as the serial numbers were not provided. If implanted; give date(s): unknown/not provided. If explanted; give date(s): unknown/not provided. (B)(6). Product testing: the alleged white dust nor the pcb00 were returned for evaluation. The reported issue could not be verified. A product quality deficiency could not be determined. Manufacturing record evaluation: a manufacturing record evaluation is not possible is not possible since the product identifiers are unknown. A search of complaints related to the production order is not possible since product identifiers are not available. The labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. Based on the information provided a product deficiency could not be determined. Device manufacture date(s): unknown, as the serial numbers were not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was observed that there was some ''white dust'' in the lens surfaces or edges after implantation into the patient's eyes. No patient injuries were reported. Reportedly, the white dust was removed with irrigation/aspiration during the procedures. This event reportedly happened several times but no specific number provided. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.